Manufacturer narrative:
(B)(4). The customer returned two unused representative sample devices with the same part and lot number as the product experience. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted pre-closure placement of the sutures in the right and left common femoral arteries (rcfa) (lcfa) before an abdominal aortic aneurysm repair procedure. Reportedly, while placing the suture in the rcfa, the suture broke when the needle was disengaging and pulled out. An additional proglide device was used to place the suture in the rcfa. At the end of the interventional procedure, the proglide suture was used to achieve complete hemostasis on the right side. While placing the suture in the lcfa, the suture broke when needle was disengaging and pulled out. During placement of a subsequent proglide, the suture for the second proglide device came out. A third proglide device was attempted but the suture broke when needle was disengaging and pulled out. There appeared to be significant bleeding from the left femoral access site; therefore, a larger sheath was inserted, which was a 12-f, but significant bleeding continued. A 6-f sheath was inserted and a cut down was done to the femoral artery. There was significant blood loss; however, a cell saver was used and blood collected was given back to the patient. The femoral artery was incised proximally and encircled with umbilical tape and a tourniquet then applied distally with a vessel loop. A 12-f peel-away sheath was inserted and hemostasis was achieved using a tourniquet. On the left side, a clamp was applied, the device was removed, and the femoral artery was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. Additionally, two unused sterile proglide devices, from the same lot number, were returned for evaluation. A follow-up report will be submitted with any additional relevant information. Proglide device #1, 2, and 3, part# 12673-03, lot# 900336h are being reported under separate manufacturer report numbers.